Event description:
It was reported to tyco healthcare/kendall on 3/13/2007 that the customer allegedly received 3rd degree burns from the electrodes. The pt had the electrode on the lower interior part of the leg for 8 hrs for a sleep study. Lemon prep was used before the application of the electrodes. The pt had tanning lotion on. The pt went to the ER (at a different hosp) because of blistering and stated that she was treated with IV antibiotics for an infection. Customer stated that they believe it may be a chemical reaction to the combination of using the lemon prep, lotions and electrodes. From this point on, this facility is now using a skin barrier instead of a lemon prep. Additional info acquired indicated that the customer was advised to use neosporin and bacitracin to treat blistering, which did improve and heal the pt's blistering.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.